Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive kit was selected for use. It was noted that the rf wire was bend when introducing the wire into the dilator and rf wire coating peeled off. The wire was backloaded. The issue occurred outside of patient body. Thus, the wire was replaced from another kit (different model/lot) and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive kit was selected for use. It was noted that the rf wire was bend when introducing the wire into the dilator and rf wire coating peeled off. The wire was backloaded. The issue occurred outside of patient body. Thus, the wire was replaced from another kit (different model/lot) and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. However, the reported allegation of coating issue was confirmed based on the media provided. The allegation related to the kink cannot be confirmed based off the media provided and as there was no returned product.